Event description:
--

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled replacement of a competitor device. The chronic competitor device had been implanted for approximately two years (left ventricular (lv) output programmed to 5 volts). When the chronic right atrial (ra) lead, chronic lv lead and chronic right ventricular (rv) lead were connected to the chronic device. The lead diagnostic measurements were within normal range. Additionally, the ra lead had been connected to a pacing system analyzer (psa) and the diagnostic measurement was normal. When the leads were connected to the replacement device, all pacing and shock impedance measurements were out-of-range. There was no sensing, no capture and no deflections displayed on the electrogram channels. The patient has an underlying sinus rate in the 80 bpm range. The replacement device had been programmed to ddd mode with the tachycardia mode programmed off when the leads were tested. The physician rechecked the connections and verified that all of the terminal pins were visible beyond the connector block. Technical services discussed the possibility of a primary device-related issue. The boston scientific replacement device was removed and competitor replacement device was connected to the chronic leads. All lead measurements were within normal ranges. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, high powered microscopic visual inspection of the lead barrels and header of the device noted a small amount of medical adhesive on some of the proximal leaf connectors in the ra lead barrel; however, there was not enough to prevent a complete connection to the lead. All of the seal plugs were intact and all of the set screws operated normally. A slight amount of body fluid contamination was noted in the lead barrels. All of the lead barrels including the dr-4 were analyzed and all dimensions were found to be within specifications. The devie was put through and passed a series of automated diagnostic tests that verified the performance of defibrillation, pacing, impedance and sensing function of the device. It was confirmed that this device performed normally throughout laboratory testing.

Manufacturer narrative:
The device is currently undergoing laboratory testing.